Event description:
A physician believed that his patient's generator battery was depleting faster than expected. The generator had been intentionally programmed off for 8 months between (B)(6) 2017, so the physician did not understand how the generator could have reached the intensified follow-up indicator - yes battery status less than 3 months after the generator had been programmed back on. Per the physician and company representative, the most recent generator settings were not inordinately high to result in an expected battery depletion, and the generator had only been implanted for 4 years. Diagnostics were within the normal limits during the most recent clinic visit. Programming data from the 4-year implant life of the generator was reviewed. Normal battery depletion was observed for the first two years that the device was implanted. Upon the next observed interrogation in (B)(6) 2017, 1.5 years after the previous set of data, the device displayed an end of service (pulse disabled) - yes warning message indicating that the device had become disabled due to low battery and was no longer delivering stimulation. A 25% battery life remaining status was observed concurrently. However, only 17% of the battery capacity had been consumed. The battery voltage confirmed that the generator was not actually at end of service. Stimulation was enabled without issue during that clinic visit. The 25% battery life remaining indicator was observed again at the next clinic visit, but only 17.5% of the battery capacity had been consumed to date. The intensified follow-up indicator was first observed in (B)(6) 2017 and was present through the next two clinic visits, but less than 20% of the battery capacity had been consumed. The generator exhibited signs of premature battery depletion through the remainder of the available programming history, as identified by the disparity between the battery voltage and percent battery consumption. There was no evidence that the device had come into contact with an electrocautery device during implant surgery or the implant life of the device. No additional relevant information has been received to date.

Event description:
Discharge notes from the patient's emu observation, performed by another facility, indicated that the patient was observed for several days in late (B)(6) to early (B)(6) 2017. The facility estimated the remaining battery life of the patient's generator to be greater than 90%, indicating that a 75% battery life remaining indicator was observed. Stimulation was disabled during the observation, but the monitoring facility reported that stimulation was enabled after the study; however, the physician reported that the patient returned to his office 7 months after emu observation stating that the device was never turned on after monitoring. The physician observed the output currents were at 0 ma, corresponding with the end of service pulse disablement of the generator observed by the manufacturer in the (B)(6) 2017 programming history. The physician then ramped up the patient's settings without issue. The physician was unsure of the patient's surgical history, but he did not believe the patient underwent any previous procedures where surgical tools could have come into contact with the generator and contributed to an unexpected discharge of battery. Clinic notes also reported that the patient believed that stimulation felt stronger at times. The physician initially attributed it to the depleting generator battery, but later attributed the sensation to patient perception as diagnostics were within the normal limits. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. Per hospital policy, the explanting facility did not return the explanted generator to the manufacturer for analysis. No additional relevant information has been received to date.